Event description:
It was reported that a flogard infusion pump experienced a constant occlusion alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced on-site. A follow-up report will be filed if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of constant occlusion alarms was not confirmed. The device was serviced on-site by a field service technician. During the on-site service, visual inspection and functional testing were performed; however, no cause was identified, as no evidence of product malfunction was observed. A service history review revealed no previous service events were related to the reported condition.